Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural kit with no relevant findings. The customer reported broken ampules in the kit. The customer returned one sealed kit for investigation. The returned kit was opened and was visually examined. Visual examination of the returned kit revealed none of the ampules appeared to be broken. A corrective action is not required at this time as none of the ampules from the returned kit appeared to be broken. The reported complaint of broken ampules could not be confirmed based upon the sample received. Visual examination of the returned sealed kit revealed none of the ampules appeared to be broken. A device history record review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. Based on this, there were no issues found with the returned sample.

Event description:
It was reported that the kits arrived with broken medication vials.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the kits arrived with broken medication vials.